Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred at the operating room. It was noted that the tip of the dilator is bent and due to this the guide wire could not be inserted. As a result a new set was used successfully."

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint that the dilator tip was bent and the guide wire could not be passed through was confirmed. The customer returned one dilator. Visual examination of the returned dilator revealed that the tip is bent and the tip edge is also damaged. Microscopic examination confirmed that the tip edge was deformed with a split and a fold reducing the size of the tip opening. This type of damage is consistent with insertion difficulties. The bend was measured at 1mm from the tip edge. The dilator body length was measured at 7.87 inches from the hub base to the tip which is consistent with the length per the dilator graphic (length- 7.75-8.0 in.). The tip inside diameter could not be measured due to the damage. A lab inventory 0.038" long pin gage, which is same size guide wire that is packaged in the kit was passed through the dilator but was stopped at the tip and would not pass through. The IFU for this product states to enlarge the puncture site with the cutting edge of a scalpel positioned away from the guide wire which is already inserted into the patient. The insertion procedure used was not reported and therefore it is not known if a skin nick was performed prior other remarks: to the dilator insertion. The device history records were and did not reveal any manufacturing-related issues. Based on the time of discovery and the information provided, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The device history record review did not reveal any manufacturing related issues. Therefore, the potential cause of the dilator damage could not be determined based upon the information provided and without a sample. No further action will be taken.